Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial had dislodged due to the patient¿s twiddler¿s syndrome. No patient symptoms were reported. The lead was successfully explanted and replaced.